Event description:
The device is used in a helicopter ambulance. The helicopter is heated to a temperature between 0 and 5 degrees celsius. During routine equipment checks, the device allegedly displayed a low battery message when the defibrillator charge button was prressed and immediately lost power. The "fuel gauge" on the batteries indicated a full charge. After the device was brought inside a heated building for approx 10 minutes, proper operation was observed.